Manufacturer narrative:
The insulin pump was unable to vibrate due to a broken vibrator black wire. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window and a cracked reservoir tube lip.

Event description:
The customer's mother reported the insulin pump not vibrating to indicate a bolus delivery of insulin. During troubleshooting, the insulin pump failed the vibrate test. It was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. No further information was provided, no blood glucose values.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.